Manufacturer narrative:
Conclusion: an unopened sample was returned for evaluation. The foil was in a crumpled condition. The visual inspection shows no defects in the foil including the seal area. The cause of the described event could not be clarified based on the visual inspection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient developed an inflammatory reaction on the suture line three to six weeks post operatively. Additional information was requested.